Event description:
Per the audiologist, the patient reported intermittency and static when using the device. Reprogramming of the device was attempted, but no communication was established with the internal device. The results of an integrity test (B) (6), 2009 indicate device failure. Explant and reimplantation is planned, but had not taken place at the time of this report october 20, 2009.

Manufacturer narrative:
(B) (4).